Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 29-dec-2017 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2017 with the following findings: a review of the pump¿s black box data history showed multiple pump reboot events. During investigation, the pump powered up with functional auditory and vibratory features a blank screen. During visual inspection, it was observed that the returned battery cap was undamaged and able to fit securely to the pump. The investigation was unable adequately investigate the initial complaint about a power issue due to an inability to run the 24 hour basal program and additional failures. The pump¿s cover was removed and there was moisture corrosion found to the power printed circuit board and to the display flex connector. Unrelated to the initial allegation, it was observed that the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).